Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The rep was advised that a (B)(6) male patient had undergone revision surgery to his right hip on the above date. Reason as yet unknown. Product codes as yet unknown. Date of original surgery as yet unknown.

Manufacturer narrative:
Corrected information: device available for evaluation/device evaluated by MFR: product available to stryker;device evaluated by MFR: reason for no evaluation. An event reporting revision involving an unknown exeter stem was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for evaluation. -medical records received and evaluation: a medical review was not performed as no medical records were provided. -device history review could not be performed as the device details were not provided. -complaint history review could not be performed as the device details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including patient details, device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device evaluated by MFR

Event description:
The rep was advised that a (B)(6) year old male patient had undergone revision surgery to his right hip on the above date. Reason as yet unknown. Product codes as yet unknown. Date of original surgery as yet unknown.